Event description:
A doctor alleged that between two shades of premise composite, four (4) patients experienced chipping and a chalky appearance of their restorations after being cured. This is the second of four (4) reports.

Manufacturer narrative:
A doctor alleged that between two shades of premise (xl1 under lot number 3429838 and a1 under lot number 3539128) the patient's restoration appeared chalky and chipped after being cured; however, the doctor could not recall which shade of premise was used on the patient. The doctor removed the restoration and repeated the procedure. To date, the patient is doing fine. A visual inspection and hardness test was conducted on both the retained and returned product for premise xl1 (lot number 3429838/ expiration date 2012-11-01), yielding results within specifications; however, the color test revealed that the product did not meet specifications. The returned product for premise a1 (lot number 3539128/ expiration date 2013-08-01) was evaluated and the results were within specifications. A DHR review of both products indicated that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to these lot numbers.